Manufacturer narrative:
The calibration and qc were acceptable. A general reagent problem was ruled out because the calibration and qc were acceptable. The customer suspects there was a blood collection problem. The investigation determined the issue to be related to pre-analytic sample handling. Preanalytics are within the customer¿s responsibility.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with chol2 cholesterol gen.2 on a cobas 8000 c 502 module. No incorrect results were reported outside of the laboratory. The sample initially resulted with a cholesterol value of 0.18 mmol/l. The sample was repeated, resulting with a value of 0.18 mmol/l. The sample was then repeated on a second analyzer, resulting with a cholesterol value of 4.19 mmol/l. The sample was also tested on the original c 502 analyzer, resulting with a value of 4.18 mmol/l. The cholesterol reagent lot number was 480807, with an expiration date of 28-feb-2021.